Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00103 to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manipulation wire of the subject device was broken off. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. Based on the evaluation and similar cases in the past, omsc presumed that the loop of the subject device could not be released due to the following occurrence mechanism. The coil sheath of the subject device was bent around the handle for unspecified reason. When the slider of the handle was pushed, the manipulation wire was stuck around the area where the coil sheath was bent. The manipulation wire was bent because the slider was further pushed while the manipulation wire was stuck. The manipulation wire was broken off because the slider was repeated push and pull. And eventually, the loop could not be released because the manipulation wire was broken off and because the user could not operate the subject device. The instruction manual of the device has already warned as follows; *if the loop does not extend when the tube joint is pulled, straighten the angulated distal end of the endoscope until the loop can be extended smoothly. Otherwise, the endoscope and/or instrument may be damaged.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a polypectomy, the loop of the subject device could not be released. However, it was informed that the intended procedure was completed with another device. No patient injury was reported. No further information was provided.